Event description:
As reported by the user facility through medwatch: received (B)(4) 2012 - "pt's infusion pump was operating normally when nurse noticed sudden eruption of sparks, smoke, and flame from the pump's power cord. The power cord was unplugged, which extinguished the flame. The power cord was removed and sent for inspection. The infusion pump's operation was unaffected by the power cord failure. Visual inspection on (B)(4) 2012: obvious, extensive charring is present at connection where line voltage portion of power cord assembly clips onto low voltage adapter portion." (B)(4).